Manufacturer narrative:
Four reported devices were returned for evaluation. All four samples were evaluated for defective locking of the safety shield with no defects identified. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5128595. Conclusion: an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that while preparing to use the 21 g x 1.25 in bd eclipse¿ blood collection needle with luer adapter the safety shield dislodged from the device while preparing the needles. The needles were left exposed but no injury or medical intervention necessary.